Manufacturer narrative:
The patient has a pre-existing chronic strep infection in the hip that was not previously reported to the implanting clinician. The implanting clinician decided to explant the stimulator. The explant procedure was scheduled to be performed on (B)(6) 2020. On (B)(6) 2020, the patient-reported to the implanting clinician's office for the explant procedure. The implanting clinician decided on that day not to explant the stimulator because the receiver pocket irritation looked better and decided to pull out a few visible sutures and decided to wait to see if the incision wound heals on its own. The implanting clinician did not prescribe antibiotics nor performed cultures on the wound to rule out infection. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed in accordance with the product instructions for use. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was not confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treatment of pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient-reported that the receiver pocket was red and oozing some liquid the night of (B)(6) 2020. The patient went to a follow-up appointment on (B)(6) 2020, for the physician to follow-up on the skin irritation.